Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -18.00/2.0/174(sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was removed and a shorter length lens was implanted due to excessive vault. Cause of the event is unknown.

Manufacturer narrative:
Corrected data: health effect - impact code: "4628" should be removed and "4627" should be added/. Claim# (B)(4).